Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through follow-up that a patient with a 27mm 7300tfx mitral valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 9 months, 5 days due to stenosis secondary to patient-prosthesis mismatch. The procedure is scheduled but not performed yet.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, g3, g6, h2 h11: corrected data based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported and learned through follow-up that a patient with a 27mm 7300tfx mitral valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 9 months, 5 days due to stenosis secondary to patient-prosthesis mismatch. It was later decided not to proceed with the intervention.